Manufacturer narrative:
H3: as per the received product analysis and images the bur was not broken or no fragments detached. Spiral rap was stretched. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or the device is likely to cause or contribute to a death or serious injury if the malfunction is recurred. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during adenoidectomy procedure, after installation, it was found that the cutting force was not strong. After checking that the installation was correct, the user continued to use it, but the cutting force was weak and the surgery could not be performed. After pulling out the blade, user found that the inner and outer blades were separated and the blade was damaged. After replacing it with the new blade, the surgery was completed normally. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.